Event description:
It was reported that the customer was unable to clear an unexpected restart alarm while troubleshooting for the alarm. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.